Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in a hole in the tubing led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: I inserted a 20 g piv yesterday without issues. However, when I placed the vacutainer at the end of the connector and put the blood tube to the vacutainer, blood began pouring out of the plastic tubing above the bottom connector. It turned out that there was a hole in the tubing. Below is the IV info.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in a hole in the tubing led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: I inserted a 20 g piv yesterday without issues. However, when I placed the vacutainer at the end of the connector and put the blood tube to the vacutainer, blood began pouring out of the plastic tubing above the bottom connector. It turned out that there was a hole in the tubing. Below is the IV info.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.